Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Retain testing was performed during the investigation and no false negative results were observed. Technical operations specialist reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports wife obtained false negative results three days in a row. This report is to document the false negative results obtained on (B)(6)2023. See related cases for alternate false negative results. Customer reports wife is positive for covid-19, however, she received three suspected false negative results on (B)(6)2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 28956e, reader sn (B)(6)). Two repeat covid-19 tests performed on the same day provided positive results. Although requested, customer did not respond to technical supports three attempts to obtain further information regarding the event.